Event description:
It was reported that the patient underwent gynecological procedures to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced postcoital bleeding and incontinence.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that following insertion the patient experienced urinary frequency.